Event description:
The pt's 5cm mass on the left kidney was treated with cryotherapy using three r3.8l cryo probes and consisted of three freeze cycles. During passive thaw of the first freeze cycle, insufflation was lost. Once regained, the ureter was found to be stuck to the iceball and irrigation was used to free it. Proceeded to a second freeze cycle and passive thaw was completed. Due to the size of the mass, cryo probes were then individually thawed with a 1cm pullback prior to the third freeze cycle and followed by a short thaw to remove probes. Once procedure was completed pt was taken to recovery. A short time later, the pt was returned back to the operating room due to excessive bleeding which resulted in the left kidney being removed.

Manufacturer narrative:
Additional info requested from physician on (B)(4) 2010.